Event description:
Spontaneous report received in 05/2005 from a physician regarding a pt. The pt received one sheet of seprafilm in 2005 at the small intestine for a laparotomy to repair ileus which had developed after complete repair of imperforate rectum. On the say day, after receiving seprafilm, the pt developed an allergic reaction all over the body. The pt recovered on eight days later. It was the opinion of the physician that the event was severe in intensity and also suspected a latex allergy, however causality to seprafilm could not be ruled out. No further information was provided.